Manufacturer narrative:
The device has been returned and evaluated by product analysis on 23-sep-2019 the following findings: during investigation, there were frequent low battery warnings observed in the alarm history. The pump electrical current draws were tested and found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was a battery life issue. There was no indication that the product caused or contributed to an adverse event.  This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.